Manufacturer narrative:
Procedural image review: still procedural images were provided for review. The still images confirmed that the stent had fractured in-vivo. (B)(4).

Event description:
The physician implanted a complete se device to treat a mid to distal right sfa lesion exhibiting a little vessel tortuosity and moderate calcification. The device was removed from packaging per IFU and inspected with no issues noted. Device was prepped per the IFU with no issues identified. It was reported that approximately 15 months post procedure during a follow up leg procedure, it was noted that the previously deployed stent had fractured in half. This was treated with a non-medtronic stent. No further patient complications were reported.